Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 12 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): ¿chapter 6 submenu operations of the instruction manual described the following, and the reported phenomenon might have been prevented by following these descriptions. 6.1 input config: use to select (input tab) in the tabs and press to open the input config submenu to make the desired settings. Use to move the cursor up and down. Pressing when the cursor is at the top changes the cursor back to the tab selection. Pressing when the cursor is at the bottom moves the cursor to the top. Subsequent operations differ, depending on the selected submenu item. Selecting an item for which a value has been set 1. Press [enter] and the set submenu setting turns green. 2. Use to change the set value. Use [enter] to confirm the change; the submenu selection screen reappears. Use [menu] to cancel the change; the submenu selection screen reappears.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during set up, the setting of the high-definition lcd monitor was changed and due to these changes, no image was available. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.